Manufacturer narrative:
The 3/4 mm adoii was received in the product surveillance lab and was decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or anomalies. The device was confirmed to meet dimensional specifications when measured with a calibrated caliper. The occluder was then loaded into the returned 4f loader, and deployed and retracted without any difficulty or deformation. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
The pda was measured at 3/4mm and a 3/4/mm amplatzer duct occluder ii (adoii) was selected. After the adoii was implanted pressure measurements were made in the ascending and descending aorta and also in both pulmonary arteries. This showed a gradient from the main pulmonary artery to the left pulmonary artery. The adoii was percutaneously removed with a 10mm amplatz gooseneck snare. A 5/4mm amplatzer duct occluder was successfully implanted.